Event description:
The turbine dosen't work. It stopped running at all. This unit is for lease to the customer. It was replaced with the other ltv and returned for repair last year. Co didn't receive any report and complaint that shows pt injury was caused by the unit.